Event description:
A caller reported an issue with a cartridge alarm on their insulin pump, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level as a result of this issue. The customer had not experienced this specific alarm but had encountered alarms with consecutive cartridges. Technical support confirmed the problem and took corrective action by arranging for a replacement pump to be sent, which will include the most up-to-date software. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided on how to put the current pump into storage mode before returning it, and the steps for setting up the replacement pump were communicated and understood by the customer. The problematic pump is to be returned to tandem via ups with a pre-paid label within 10 days, without requiring a signature for delivery.